Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe had contact marks which indicated that the probe and the grasping section came into contact. The grasping section had contact marks which indicated that the probe and the grasping section came into contact. The tissue pad was severely worn out. An investigation was carried out by connecting an (B)(4) olympus usg-400, td-sb400, and the returned device. The probe check was conducted, and the result indicated no abnormalities. The manufacturing record was reviewed and found no irregularities. Based on past similar cases, it was known that a likely mechanism causing the reported event might be the following: the ultrasonic output was activating while the tissue was grasped at the distal end of the device. The probe and the tissue pad came into contact at the rear end of the device, causing the tissue pad to wear out severely and contact marks. The output was activated continuously in a state of "no2" description. This might have applied a force to the probe, the probe damage error occurred (error code: u504). The above device handling has been warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) received the following report from the user. During a laparoscopic fibroid enucleation, the subject device was used. After about 1 hour since the surgery began, the probe damage error occurred. Although there was no visual damage, the user thought that there was a possibility that the assistant might have hit the device being operated. The intended procedure was completed with another device. There was no patient injury reported. On (B)(6) 2021, omsc found that the tissue pad of the subject device was severely worn.